Event description:
Pt had effusion and swelling. Upon exam and culture analysis, synovitis was diagnosed and a definite pattern of contact was noticed on the post of the ps insert. Revision surgery performed.